Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k013227.

Event description:
It was reported that the implant was removed due to a fracture on the internal hex. Procedure was completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). During ongoing investigation it has been identified additional item (screw fractured) inside the implant. Upon follow up doctor confirmed that the main cause of the failure was the screw fracture. Therefore implant has not caused or contributed to the event. As a consequence no further reports would be submitted under this event.

Event description:
During ongoing investigation it was identified a fractured screw inside the implant, upon follow up doctor confirmed that the failure of the main cause of the failure was the fracure screw.